Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented in-clinic for routine follow-up, non-sustained rv oversensing episodes were observed due to myopotential oversensing. Programming change was made and will be discussed with the following physician. No symptoms reported.